Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to inappropriate shocks caused by oversensing of noise. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The pace/sense portion of the lead was returned for analysis due to an apparent lead fracture. The high voltage portion of the lead was later taken out of use.

Manufacturer narrative:
Evaluation summary: performance data was collected from the device. Analysis of the data revealed noise, and an elevated sensing integrity counter which can indicate a possible intermittency in the system. It also showed that impedance varied from 368 - 3472 ohms. Analysis of the lead revealed the distal conductor was fractured; partial lead in segments returned and analyzed.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to inappropriate shocks caused by oversensing of noise. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The pace/sense portion of the lead was returned for analysis due to an apparent lead fracture. The high voltage portion of the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. However, we did collect performance data from the device and have analyzed the data. Analysis of the data revealed noise, and an elevated sensing integrity counter which can indicate a possible intermittency in the system. It also showed that impedance varied from 368 - 3472 ohms. It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to inappropriate shocks caused by oversensing of noise. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The pace/sense portion of the lead was returned for analysis due to an apparent lead fracture. The high voltage portion of the lead remains in use. Interference, lead(s), fracture of, oversensing, device remains activated, shock, inappropriate.